Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead is experiencing rising thresholds over time. The lead was reprogrammed to maintain safety margins and remains in use. The patient will be closely monitored. No patient complications have been reported as a result of this event.